Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on using ac and dc power, however, the display graphics are faded and difficult to read. The system board and lcd module were replaced and the unit functioned as designed., corrected data:

Event description:
It was reported that the numeric values are hard to read on the display. No known impact or consequence to patient.